Manufacturer narrative:
The information being reported was found in a journal article titled "survivorship at 22 to 26 years reported with uncemented tapered total hip system". Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by susan m. Rapp as a report that sites dr. Jeffrey mclaughlin. Manufacture date - unknown. (B)(4).

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between 1983 and 1985 utilizing cementless taperloc femoral components. The article indicated that a revision procedure was performed three days postoperatively due to loosening as a result of an unrecognized intraoperative calcar fracture. No further information has been provided to date.